Event description:
Patient was revised to address osteolysis and poly wear.

Manufacturer narrative:
Patient was revised to address osteolysis and poly wear. Doi unk - dor (B)(6) 2012 (right hip). Note: a service issue resulted in the locking rings not being in the tub. The surgeon elected to use the old, broken locking ring instead of waiting 20-25 minutes for the locking rings to be delivered. This portion of the complaint is a service-issue, rather than a product-related issue. The device associated with the reported osteolysis and material wear was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported osteolysis and material wear with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. It is also reported that when implanting a new liner into the existing cup the locking ring, having fractured when removed and not intended for reuse, was re-implanted. This is not recommended by depuy. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.